Event description:
Device was placed following a diagnostic procedure. The pt experienced an immediate loss of distal pulse following device deployment, and an emergent thrombectomy was required. A foreign body including the suture and anchor was removed from the bifurcation at the profundis, and distal pulse was restored. Obstruction was a result of the device anchor being deployed into the superficial femoral artery, not the common femoral artery, and the anchor obstructing the proximal profundis and distal right common femoral artery. This event, therefore, could be caused or contributed to by improper placement of the device. Subsequent to the thrombectomy, the pt readmitted four days later for surgically related wound infection. Pt was treated for cellulitis with IV antibiotics. Hematoma noted.